Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
As reported: "the glenosphere impactor threads broke off in the glenosphere. It broke off at the time of insertion." Additionally reported: "the impactor threads are in the glenosphere and were not removed."